Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 1300 mg/dl and diabetic ketoacidosis. Reportedly, the customer reverted to manual injections for insulin therapy. No additional information was provided. No follow up from tandem technical support is expected by the customer.